Event description:
The company representative on behalf of the customer reported to olympus that the endoeye flex deflectable videoscope screen was cut off or reflected when moving the scope and a disconenction was suspected. The issue was found during inspection for a therapeutic procedure that was completed without delay using a similar device. During evaluation, it was found that the image disappears during angulation in the "right/left" direction due to a damaged charged coupled unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Due to damage on charge coupled device (ccd) unit, the image disappears during angulation in right/left directions. There were few additional findings: the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the forceps elevator lever was deformed, the light guide cover glass had a scratch, the video connector case was deformed, and the video connector had a scratch and was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.